Event description:
The customer alleged that her glucose readings had been higher than usual. Her normal readings had been in the 85-95 mg/dl range, but her contour meter had been reading between 120-150 mg/dl. The customer was (B) (6) pregnant and alleged that due to her higher glucose readings, her doctor advised her to have a premature delivery. Troubleshooting was not possible as the customer did not have control solution. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.